Manufacturer narrative:
It was reported that the delta pressure reading was incorrect. A getinge service technician investigated the unit on (B)(6) 2021 and could not reproduce the failure. The connection cable for disposables was replaced as some wear was noticed at the connector pins. The technician performed a full maintenance and all tests were passed successfully. A similar issue was investigated by the getinge life cycle engineering. Deposit was detected on the cable socket during visual inspection. During function testing all sensor signals were reading correctly. The most probable root cause was determined as wetting of the socket plane of the plug with salt-containing liquids (priming). The measurement signals were influenced by the electrical conductivity of the contamination. Based on the results the reported failure "wrong pressure readings" could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The customer reported that the cardiohelp reading the delta pressure inaccurate. The cardiohelp was replaced during treatment. Complaint ID:(B)(4).